Manufacturer narrative:
Engineering evaluation of the returned driver found that the failure appears to correlate with a brittle torsional failure. The cause for the torsional overload was not definitively determined from the complaint. The complete device usage history is unknown. The driver may have sustained damage from prior use that subsequently lead to the observed fracture. Review of manufacturing history records found a total of (B)(4) pieces were released for distribution on 7/8/2014 with no deviation or anomalies. A two-year complaint history review found this to be the (B)(4) report of this nature for this lot. No trend for reports of this nature was identified. As the root cause could not be definitively determined, and the failure rate remains low, the need for corrective action was not indicated.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that during a procedure performed on (B)(6) 2016, the lock-screw torque driver (39-rd-0060) was being used with the torque limiting handle and counter torque wrench when the tip of the driver broke off in the lock screw. The doctor used a metal cutting burr to smooth out the broken tip so that he could suction it out of the locking screw. The tip was removed successfully and a t25 driver from a competitor's set was used with the torque limiting handle, without the counter torque wrench to complete the procedure. There was a 15 minute delay to the procedure as a result of the broken tip.